Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary it was reported the ngage nitinol stone extractor could not be opened during an unspecified procedure. Additional information has been requested but is unavailable. Investigation ¿ evaluation a document based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures, as well as, a visual inspection and functional test of the device was conducted during the investigation. The complaint device was returned in a non-cook pouch. The sheath of the device was sealed into the seal of the return pouch. The yellow support sheath was bent. A functional test found the basket was closed and could not be opened. The basket of the device was not free to open/close. The issue preventing the device from functioning was due to the basket components not being free to move and was not related to the broken yellow support sheath. The support sheath very likely separated from the attempts to function the basket or during return shipping and was not the cause of the issue. A review of the device history record found twenty non-conformances likely related to the reported failure mode, basket/grasper will not open/close. All devices in the lot were tested for proper functioning during manufacturing and at subsequent quality control checks. All devices that passed the inspections and were not scrapped were found to be within specifications. A database search identified eight other complaints associated with the reported device lot. A review of relevant manufacturing and quality control documents was conducted. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed product labeling. The product IFU, t_shef_rev1; the IFU did not provide any information related to the reported issue. Based on the investigation of the returned device, and its manufacturing date, the issue was identified as being with the basket assembly, which is a supplied component. The cause for the issue had not yet been determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Appropriate measures have been initiated to address this failure mode. A scar and a CAPA are in progress to further investigate this failure mode with this device. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the ngage nitinol stone extractor could not be opened during an unspecified procedure. Additional information has been requested but is unavailable at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer name and address = line 2: (B)(6). G4: PMA/510(k) number = exempt this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Additional information: d4, d9 and h4 h3: device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.